Event description:
The contact stated that the customer's meter had been reading too high and caused her to take too much insulin. They tested her blood glucose using a fast-take meter and received a reading of 50 mg/dl. The customer was given juice to bring her blood glucose up, but she did not require medical attention. The test strips and meter are to be returned for evaluation, and replacement products will be sent.